Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 10/11/2024 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection was performed on the suspect product and found two lenses. The lens from the "right eye" specimen container was cut in half and one half was missing. The "right eye" lens was cleaned, and no further issues were identified. The lens from the "left eye" container was received cut in half. The lens was cleaned and presented with no additional issues. No further evaluation was performed. Conclusion: the complaint issues reported were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Correction: section e1: upon further review surgeon's name had been updated from (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) were explanted from patient's both eyes in secondary surgery due to dysphotopsia. The issue was noticed during post-op after cataract surgery. This report will capture information of patient's one eye (unknown right or left eye). Another report is being submitted for patient's another eye. No other information is available.